Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred unexpectedly. The customer's blood glucose (bg) level was 400 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.